Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event due to a possible cgm malfunction. The day of the event the patient was driving from the grocery store when he suddenly passed out. According to the patient the receiver would have been in his bag at that moment. The emergencies were called by a bystander and when the paramedics arrived the blood glucose reading was 50 mg/dl. The paramedics noted the dexcom device, but did not know where the receiver was, and it was not known what the dexcom display was showing at that moment. The patient was treated with a glucose injection (most likely glucagon) and was brought to the hospital. The patient regained consciousness at the hospital. Medical examinations were done, it was not specified which, but the results would have been normal. When the patient took the receiver, it showed a ¿start new sensor¿ message. The day of the report, which was the day after the event, the patient stated that the plan was to be discharged the day after. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.